Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic post-MRI procedure. Upon interrogation, it was found that the patient's implantable cardioverter defibrillator was inappropriately in back-up operation due to the MRI procedure. The device was reprogrammed and restored. The patient was stable.